Event description:
Robotic mega suture cut needle driver's wires broke while inside patient. Surgeon aware. No visible signs of any pieces left inside patient. Instrument removed from service and given to risk manager.